Manufacturer narrative:
(B)(4): the customer reported a power problem. No pt involvement was reported. The device was evaluated by a philips fse and the system could not be duplicated. The power supply was replaced at the discretion of the fse. The device passed all required testing and remains at the customer site. Based on the customers report we are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.

Event description:
The customer reported a power problem. No pt involvement was reported.